Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported that during a scarf osteotomy, a screw fractured during insertion. A piece of the fractured screw remains fixed in the patient. It was noted that the screw sat proud with minimal hold; therefore, excess pieces were removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Review of device history records found these units were released to distribution with no deviations or anomalies. Product was not returned; therefore, no evaluations could be conducted. This device is used for treatment. Review of the complaint history shows no other related complaints for this device. Without the opportunity to examine the complaint product, root cause cannot be determined.